Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing in the alternate vector. The sicd was reprogrammed to the primary vector and another inappropriate shock was delivered due high amplitudes and a baseline morphology shift. An xray was performed and confirmed the electrode was fully inserted. Provocation maneuvers were performed, and the noise was unable to be reproduced. The electrode was subsequently replaced and damaged during the explant procedure. While the electrode is expected for return, the sicd remains in-service. No additional adverse patient effects were reported.